Event description:
It was reported that the ins (implantable neurostimulator) had been explanted and replaced due to premature battery depletion. It was stated that the lead remained in service. Patient status at the time of this report was alive with injury. Patient symptoms/complications were pain. It was stated that "after the testing period the program was 12-14+ 210us 90hz 2.5v; after 6 months 0+1+2+3+4+5-7-8-9-10-11+12+13+14+15+ 450us 90hz and 6.7v." Two and a half weeks later it was reported that "all was good actually."

Manufacturer narrative:
Concomitant products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).